Event description:
Per notes received from global product manager: catheter ruptured within 10 days of the line being placed. Tunneled line. Rupture while flushing after receiving chemotherapy agents. Additional information received (B)(6) 2012- the patient had his catheter placed (B)(6) 2012 and it ruptured (B)(6) 2012 - patient exercised a lot in hospital room - another catheter was placed (1820334-2013-00019) (B)(6) 2012 and it ruptured (B)(6) 2012 following rupture, a competitors device was placed and the patient has been discharged. (1820334-2013-00012) a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No patient injury was reported. Event evaluation: still under investigation.